Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one controller and one battery (B)(6) were not returned for evaluation. Three batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Log file analysis revealed that the controller contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Log file analysis revealed a controller power up event on (B)(6) 2021 at 21:02:20. The data point prior to the loss of power revealed that (B)(6) was connected to power port one with 24% relative state of charge (rsoc) and (B)(6) was connected to power port two with 43% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one and no power source was connected to power port two. No anomalies were observed leading to loss of power. The controller was without power for 12 seconds. Review of the alarm log file revealed multiple critical battery alarms due to communication errors involving (B)(6). Analysis of the data log file revealed several instances involving (B)(6), where the batteries rel ative state of charge (rsoc) were between 101-201, which is indicative of communication errors. The batteries were lubricated prior to release. As a result, the reported events were confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and batteries. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Additional products: d4: (B)(6) d9: yes, return date: 13-aug-2021 h3: yes dev rtn to MFR: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: (B)(6) h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: (B)(6) d9: yes, return date: 13-aug-2021 h3: yes dev rtn to MFR: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: (B)(6) d9: yes, return date: 13-aug-2021 h3: yes dev rtn to MFR: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ battery model #: 1650 / catalog #: 1650 / expiration date: 30-apr-2022 / serial#: (B)(4) UDI #: (B)(4) device evaluated: no. No, device evaluation anticipated, but not yet begun, mfg date: 28-apr-2021 labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2021 / serial#: (B)(4) UDI #: (B)(4), device evaluated: no. No, device evaluation anticipated, but not yet begun, mfg date: 08-dec-2020 labeled for single use: no (B)(4). Heartware ventricular assist system ¿ battery model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2021 / serial#: (B)(4) UDI #: (B)(4) device evaluated: no. No, device evaluation anticipated, but not yet begun mfg date: 05-dec-2020 labeled for single use: no (B)(4). Heartware ventricular assist system ¿ battery model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2021 / serial#: (B)(4) UDI #: (B)(4) device evaluated: no. No, device evaluation anticipated, but not yet begun mfg date: 05-dec-2020 labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a loss of power and the batteries exhibited erroneous critical battery alarms and communication errors. The controller remains in use and the batteries were exchanged. No patient complications have been reported as a result of this event.